Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the recorded device data indicated that on (B)(6) 2024, there were multiple recorded episodes of non-sustained ventricular tachycardia due oversensing of noise. The noise was simultaneously present on the atrial and ventricular channels and the signal artifact monitor (sam) also switched the programming vector on the atrial lead due to pace impedance greater than 3,000 ohms. It was additionally observed that at the same time as the oversensing, both the atrial and ventricular lead impedance values decreased by more than 30% and then were slowly trending back upwards. Technical services questioned whether the patient had undergone some kind of procedure at that time. Further review of the device settings was recommended. The pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the recorded device data indicated that on july 19, 2024, there were multiple recorded episodes of non-sustained ventricular tachycardia due oversensing of noise. The noise was simultaneously present on the atrial and ventricular channels and the signal artifact monitor (sam) also switched the programming vector on the atrial lead due to pace impedance greater than 3,000 ohms. It was additionally observed that at the same time as the oversensing, both the atrial and ventricular lead impedance values decreased by more than 30% and then were slowly trending back upwards. Technical services questioned whether the patient had undergone some kind of procedure at that time. Further review of the device settings was recommended. The pacemaker remains in service.